Event description:
This is filed to report difficult clip deployment and single leaflet device attachment it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and a short and tethered leaflet. It was noted that imaging was challenging during the procedure. A mitraclip xtw clip was inserted and placed on the tricuspid valve. While attempting to deploy, when retracting the delivery catheter (dc) handle, there was a slight delay before the mandrel detached. It was noted that no troubleshooting was needed to deploy the clip. After the clip was deployed, it was observed it detached from the septal leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/slda is a cascading event of the difficult or delayed activation. A cause for the reported difficult or delayed activation could not be determined. The reported off-label use was due to the mitraclip device being used on the tricuspid valve. A cause for the reported poor image resolution could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Device code 1494 - patient selection (use in tricuspid valve).